Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was getting an MRI today and they ¿kind of felt like they were being cooked from the inside and felt hotter than any heating pad¿. They stated that they were horizontal and were in a tube. They told them that it was normal for the wires to heat up a little bit, but they stopped it when they had 8 minutes to go and wouldn¿t finish up. The patient stated that ¿they did not press the ball, but they were flinching, they stopped, walked out, and asked how they were doing¿. The patient stated that they ¿went through all of the steps¿. They were laying down and the tube was closed. The event occurred on (B)(6) 2020. The patient was redirected to follow-up with their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4) implanted: (B)(6)2018 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6)2018 product type lead.

Event description:
Additional information was received from the patient. It was reported that the device was properly put into MRI mode. Patient reported verified by MRI tech locked up. Wires and battery pack just super-heated during MRI. Plenty of time was needed to cool down and the pain and burning went away. Patient reported the issue was resolved. Patient reported frustration.